Event description:
A high readings issue with the adc device was reported. Customer reported ¿the reading is displayed in english, and the test value is high¿. Customer received a reading of hi (higher than 27.8mmol/l), causing doctors to misdiagnose and customer received unspecified medical treatment. Customer further reported ¿the blood sugar value measured after replacing it with a new one is 25.5mmol/l¿. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a meter serial number has not been provided. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs optium neo h meter, and there were no adverse trends that indicate any potential product related issues. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. If the product is returned, the case will be re-opened and a physical investigation will be performed.